Manufacturer narrative:
The field service engineer replaced the measuring cells as these were due to be replaced. The customer noted that after using new calibrator material, they had no further issues.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with elecsys ferritin on a cobas 8000 e 801 module. No questionable results were reported outside of the laboratory. The first sample initially resulted in a ferritin value of < 0.500 ng/ml with a data flag and it repeated as 103 ng/ml. The second sample initially resulted in a ferring value of < 0.500 ng/ml with a data flag and it repeated as 153 ng/ml. The ferritin reagent lot number was 65213902. The reagent expiration date was requested, but not provided. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.